Manufacturer narrative:
Final analysis found burn marks on the printed circuit board (pcb) which resulted in power up anomaly.

Event description:
It was reported that the transmitter exhibited loss of power after a storm. Multiple outlets were tried with no success. The prongs were unable to be removed to determine if plug was charred. The transmitter was replaced.